Event description:
It was reported that during an angioplasty procedure, the maverick otw balloon ruptured. The lesion being treated was located in the left anterior descending artery (lad); no anatomy or lesion details are available. The maverick otw balloon ruptured at 12 atms; the number of inflations and to what atms is not known. No pt complications were reported, and the procedure was completed with another of the same device. Pt status was reported as 'okay'.